Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2; a4; b4; b5; b6; b7; d2; d6a; d6b; g1; g3; g6; h1; h2; h11 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D6a: 2014. D6b: (B)(6) 2019. D10 - medical product: oss femoral stem catalog # unk lot # unk. Oss distal femur catalog # unk lot # unk. Oss tibial bearing catalog # unk lot # unk. Oss axel catalog # unk lot # unk. Oss yoke catalog # unk lot # unk. Oss tibial bushing catalog # unk lot # unk. Oss femoral bushings catalog # unk lot # unk. Oss lock pin catalog # unk lot # unk. Oss tibial tray catalog # unk lot # unk. Oss stem catalog # unk lot # unk. G2: chile. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Rodrigo olivieri, nicolas franulic, felipe amoedo, jose I. Laso, tania rojas, carlos rojas & nicolas gaggero. (2025). Knee arthrodesis with modular megaprosthesis as salvage procedure for the limb following in a patient with an infected knee tumor prosthesis: a case report https://doi.org/10.1016/j.tcr.2025.101152.

Event description:
It was reported patient was experiencing chronic periprosthetic infection, enterococcus faecalis, related to prosthesis implant, knee stiffness and massive bone stock deficit five years post implantation. Patient had two stage revision with the initial phase involving the removal of the oss salvage system placement of antibiotic spacers as well as a transarticular external fixator. After fifty-two months of follow-up the patient remains in good condition, pain free, and ambulating with the use of a single cane, without recurrence of infection. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d5; g1; g3; g6; h1; h2; h3; h6 attempts have been made to gather all product identification information and no further information has been provided. The event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a healthcare professional. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.